Manufacturer narrative:
Currently in process of evaluating.

Event description:
During ibd procedure 10 x 38 x 80 v12 stent was deployed into internal iliac artery. The balloon was very slow to deflate. Used inflation device and syringe. It was hard to withdraw into sheath. Pulled out sheath and balloon at the same time.